Manufacturer narrative:
The reagent lot number is 93463301. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas integra 400 plus module. The initial result was 104 umol/l. The sample was repeated three times over the next 3 hours, and the results were 135.4 umol/l, 48.4 umol/l, and 50.7 umol/l. For confirmation, the sample was sent to another laboratory, where the result from a cobas 303 instrument was 51 umol/l.